Event description:
It was reported that catheter entrapment occurred. A 20 x 3.00mm promus premier drug eluting stent was advanced but failed to cross the lesion. However, during removal, it was noted that device was removed with the stent. No patient complications were reported. It was further reported that the stent came back when attempting to extract the device from the guide catheter.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device is a combination product. Updated describe event or problem.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown. Device is a combination product.

Event description:
It was reported that catheter entrapment occurred. A 20 x 3.00mm promus premier drug eluting stent was advanced but failed to cross the lesion. However, during removal, it was noted that device was trapped with the guide wire. No patient complications were reported.